Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-dr-001/serial number (B)(4)/lot number 5197924), being used with the complaint sensor, was returned on 12/09/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined. Additionally, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5197690) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced the device was determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Dexcom reviewed receiver data on (B)(6) 2015. The complaint of inaccurate readings is confirmed. A root cause could not be determined.